Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was treated with insulin pump. Customer did not allege insulin pump for under delivering. Customer stated that the reservoir was leaking. Customer was not sure for the location of leak. Customer reported fluid in the reservoir compartment of insulin pump. Customer was not using auto mode. Customer stated that the retainer ring was fallen off. The insulin pump will not be returned for analysis.